Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7104964, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 34955915, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device will not be returned.